Event description:
The customer reported to olympus the visera tracheal intubation videoscope had air/ water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube has peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the connecting tube. Upon further inspection. It was observed that the coating on the connecting tube was peeling due to deterioration. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. It was also observed that the adhesive around the light guide lens was peeled due to chemical or physical stress. It was observed that the connecting tube had a dent due to physical stress. It was also observed that the video connector case had a crack due to a handling problem. It was observed that the grip was deformed due to a handling problem. It was also observed that the universal cord had a wrinkle due to deterioration of the insertion tube caused by cleaning method or due to excessive bending. It was observed that the up-down plate was dirty due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord and on the protector of the universal cord on the control section side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.